Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The customer was hospitalized twice on the same month in the year 2002. It was indicated that the customer did not recall the exact dates. Moreover, the customer was new to the pump when the events occurred. It was conveyed that the customer had been on injections for a year and does not remember how to use the pump. The customer is requesting for more training on the pump.